Event description:
An incomplete bolus was reported in the pump history. The customer's blood glucose level was recorded as "high," but a specific value was not provided. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi), and no assistance from a third party was required. Technical support educated the caller on the meaning of the alert and advised on how to prevent accidental screen touches to avoid incomplete alerts. The customer understood and acknowledged the instructions.